Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to a faulty charged coupled device (ccd). As to the cause of the faulty charged coupled device (ccd), there was corrosion in the inside. Therefore, it is likely that the charged coupled device (ccd) was broken because water entered from the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device was not able to take pictures due to a bad charged coupled device. Additionally, the device failed the water leak test from the cable, the cable was replaced, and a rusted stain was found inside the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head will not take pictures with the camera head. The issue was found during a diagnostic shoulder arthroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.